Event description:
Ventilator alarmed stopped ventilating and key pad controls would not respond including alarm reset. Removed from pt and pt ventilated via bag valve device. Ventilator powered down and back on but still would not respond. Pt expired before new equipment in place.